Manufacturer narrative:
(B)(4). Medical device lot #: unknown. Medical device expiration date: unknown. Returned to manufacture on: unknown. The investigation date has been used for this field. (B)(4). Investigation: investigation conclusion: the attached service report identified that, on receipt, the instrument was tested and was found to be functioning correctly. Although a number of unrelated issues were identified and corrected root cause description: although no defect could be identified with the returned instrument with respect to the reported defect, other unrelated issues were identified and a corrected. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that bd¿ sedi-40 did not send result to host. No serious injury. No medical intervention.